Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer received instructions from technical support on how to reset the pump and successfully reset it. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue reappears.